Event description:
A pt reportedly sustained 2-cm blisters on each of her index fingers after a mr breast exam. The pt had no implants. Prior to the scan, the pt was not padded due to her size. Account from the radiologist revealed that the pt's arms were not in the bore; the site contact suspected that the pt was touching the end of the table. At the end of the exam, the pt mentioned of tingling sensation but no indication of burn or redness. Two days later, the pt called the hospital to complain of sustaining blisters on both her index fingers. One of the blisters reportedly had ruptured. When the pt returned to the hospital, she was asked to apply over-the-counter antibacterial cream on the affected areas. The pt returned the following week and confirmed that the blisters were healing fine. The exam lasted for approx 35 mins, using the following pulse sequences and durations: 3 plane = 16sec; sag sc = 55sec; fse t1 =3:37; frfse t2 = 4:35; vibrant mask = 1:45; vibrant = 8:46.

Manufacturer narrative:
An investigation is ongoing.